Event description:
It was reported that an asymptomatic patient presented remotely via merlin.net. Review of the transmission revealed post paced t-wave oversensing on the ventricular lead. The patient did not receive therapy during the oversensing. Patient condition was stable and would continue to be monitored. No intervention was reported.